Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
After installing the sphere to the base plate, it could not be fixed with the center screw.

Manufacturer narrative:
Correction - please refer g1 reporting contact. The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: visual inspection: the returned device was visually inspected and revealed few scratch marks all over the surface of the glenosphere and around the threads. Furthermore, the returned device underwent a functional inspection to verify the safety screw could be able to capture the baseplate. The inspection revealed that the safety screw is working as intended and the baseplate cannot be moved once the capture screw is tightened with the screwdriver. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause can not be identified since the device is functional as intended. If more information is provided, the case will be reassessed.

Event description:
After installing the sphere to the base plate , it could not be fixed with the center screw.